Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the manufactured date of the subject device, it is believed that fatigued caused the reported event to occur. If parts on the dp board failed due to aging deterioration, the dvi output would have become unstable. The investigation also noted that the design of the operational amplifier circuit on the dr board may have caused image loss. The design of the operational amplifier circuit has been changed since the release of this product. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the evis exera iii video system center was presenting vertical lines in the image during procedure preparation. According to the initial reporter, several scopes were tried, but the issue persisted. The customer did go on to note that this problem was not happening with other processors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty printed circuit board was discovered and causing a flickering image to appear with 180 scopes. Furthermore, the scope socket was worn out and causing a poor image with scopes and camera heads. Additionally, a noisy image was noted on the dvi output only. Minor cosmetic wear was noted on the housing if additional information becomes available following device evaluation, a supplemental report will be filed.